Event description:
It was reported that the patient experienced a syncopal spell. The patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Patient to be monitored.